Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's control iq software did not suspend insulin as intended. Subsequently, the customer experienced a blood glucose level of 21 mg/dl. Tandem technical support was unable to confirm the allegation as the customer declined troubleshooting, and declined to provide additional information.